Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. From simulation test, no abnormality found on the representative sample. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Reported issue: urine leakage around foley insertion site, foley catheter accidentally removed during void. Upon assessment, the balloon appears to be popped. The patient was re-catheterized.

Manufacturer narrative:
Qn#(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Reported issue: urine leakage around foley insertion site, foley catheter accidentally removed during void. Upon assessment, the balloon appears to be popped. The patient was re-catheterized.